Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j92103160, implanted: (B)(6) 1993, product type: catheter. (B)(4).

Manufacturer narrative:
Date received by mfg: the previously reported information was reported by the hcp.

Event description:
Additional information received reported that the patient was taking oral baclofen and oxycodone at the time of the event. The patient's pain was a 3 out of 10 on (B)(6) 2014. The only cyst in the patient's file was in 1986 (in spinal cord, unknown location), in which surgery was performed. The reporter had not performed a dye study. The reporter had no other information at the time of the event; as the event was not reported to the healthcare provider (hcp). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
It was reported that the patient got a cyst due to oil based dye, the cyst crushed all the nerve on the left side of the spinal column. Now pain was all on the right side. The last 6 months the patient could not bend without pain, "otherwise she would have to use a lidoderm patch." The pump system was delivering bupivacaine and dilaudid. (No outcome was reported regarding this event. It was unknown what was infusing at the time of the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)